Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose was unavailable. The caller was the doctor who stated that the customer's wife has the pump and they would like to trouble shoot the pump when she arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.